Event description:
Healthcare professional via nbir reported "suspected/actual rupture/deflation." Record is for left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Continued: e.2.: n. Additional, changed, and/or corrected data: a.3b., d.3., e.2., e.3., g.1., h.11. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional via nbir reported "suspected/actual rupture/deflation." Record is for left side. Device has been explanted.